Event description:
Pt reported that their one touch ii meter had no power. Medical affairs specialist called and spoke with the pt in 2004 to obtain more clinical info. Pt stated that their meter had the power issue for over a month and that they had tried replacing the battery several times, but the issue persisted. This issue was not resolved with troubleshooting. Due to the power issue, pt was not able to test their blood glucose for a month since they did not have any back-up meters. Pt further stated that last week (date unknown), pt was feeling dizzy and sweaty and so they tried to test on the meter. The meter still would not turn on. Pt called the paramedics since they were feeling worse. The emt came and tested their blood glucose on their meter, but they could not recall the exact reading and only that their "sugar was real low". Pt was given a glucose shot and some orange juice to drink. Pt was then taken to the hosp, but again, did not recall the hosp meter reading. Pt was not treated at the hosp, but just kept there for observation for a few hours. They normally take a set amount 30 units of humalin 70/30 insulin in the morning and 20 units in the evening. Pt is not on a sliding scale and does not take insulin based on the meter readings. During the time that they were unable to test on the meter, pt had continued to take their set amount of insulin. This case is reported as an adverse event since the pt suffered a serious injury and was treated by a medical professional due to the malfunction of the meter.